Event description:
Physician reported that while increasing the patient's night output current, a message was received noting that output current is not being delivered. Lead impedance and battery status were within normal limits. Internal data from the patient¿s generator was reviewed. The peak output current delivered for the generator was equivalent to the daytime value programmed. Generator device history record was reviewed; no unresolved non-conformances were identified, and the generator passed all quality control specifications prior to distribution. No other relevant information has been received to date.